Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t w/ndl 26x5/8 rb had no scale markings. The following information was provided by the initial reporter: material no. 309597, batch no. 9304308. It was reported that there was no markings on syringe.